Event description:
Reportable based on device analysis completed on 11mar2026. It was reported that a catheter issue occurred. The 96% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the catheter was twisted.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Investigation results: media review: media provided by the customer showed there was no image. Device analysis findings: the device was returned for analysis. Visual inspection revealed the sheath was kinked. Impedance testing showed an electrical open at the distal end of the catheter between 10-20 cm from the distal housing. Microscopic inspection showed the catheter was twisted and the imaging window had ripples. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. According to the instructions for use (IFU), the motor drive unit (mdu) shall remain off when inserting the device into the patient. However, the device analysis finding of material twisting is evidence of advancing the device into the patient while the mdu is on so that the device is rotating.